Event description:
The reporter/healthcare professional called lfs affiliate on december 17, 2006 alleging the surestep flexx meter was reading inaccurately low. The pt arrived at the emergency room at 10:10 p.m. He was semi-conscious; she stated he was slow to answer when spoken to. The pt's blood glucose was tested on the one touch surestep flexx meter with a sample from his finger and the result was 63 mg/dl. The pt was given half an ampule of dextrose. A sample of venous blood was drawn within 8 minutes of the meter test and the lab test and the result came back as 29 mg/dl within 24 to 26 minutes. During this time, he became non-responsive. The pt was then treated with one ampule of dextrose. After the full ampule of dextrose was given, the pt regained consciousness. He was admitted to the intensive care unit after treatment in the emergency room. The nurse was unable to provide any further info due to time constraints. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt's hematocrit was 33.9%. Quality control testing was done by the nurses and in the lab, the meter passed. This complaint is being reported, although the meter did not fail the control testing as the pt was given 1/2 amp of dextrose after receiving a meter result of 65 mg/dl; the pt later passed out and was given more dextrose. It is not clear if the extra dextrose was given after noticing the pt's condition worsened or after the laboratory result had come back.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.